Event description:
It was reported that the impedance of the right ventricular (rv) lead was low. The rv lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The lead was destructively analyzed to attempt to find any anomalies related to the complaint. The distal coil was removed, x-ray performed, pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints.